Event description:
This event was reported as mitral ring explanted due to 2 plus mitral valve regurgitation, hemolytic anemia, hypertension, heart failure, dyspnea and left ventricular ejection fraction of 30-40%. No further info was provided.